Manufacturer narrative:
H3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was noted to be kinked/bent. The guidewire polytetrafluoroethylene (ptfe) coating was noted to be damaged at the proximal end and 23 to 28 cm from the proximal end. The core wire distal end was observed through the distal tip dome. No other anomalies were noted. Functional test was not conducted as the reported event was confirmed visually. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomaly noted to the device. It was reported that the physician noticed fragments coming of the wire. He said it was looking like the green coating, they used the introducer to insert the wire and put it on from the proximal wire end. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The guidewire was returned and noted to be kinked with polytetrafluoroethylene (ptfe) damage, confirming the reported event. Based on review of all information and results of the device analysis, it is probable that the guidewire was kinked as a result of handling of the device during removal of the device from its packaging or during preparation of the device. The ptfe coating damage most likely occurred as a result of interaction with the introducer. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the reported and analyzed event: guidewire ptfe coating peeling and the analyzed event: guidewire kinked/bent.

Event description:
It was reported that the green coating was coming off the subject guidewire during the procedure. The operator used the introducer sheath to insert the subject guidewire and inserted it from the proximal guidewire end. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the green coating was coming off the subject guidewire during the procedure. The operator used the introducer sheath to insert the subject guidewire and inserted it from the proximal guidewire end. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.